Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case, check pad, and adjust belt messages) has been confirmed. Upon investigation the monitor belt receptacle had a broken white pulse wire. The root cause for the damaged receptacle was excessive force there was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was damaged and experiencing adjust belt and check pad messages.